Event description:
The patient had a contura mlb 4-5cm balloon implanted in the lumpectomy cavity in the upper outer quadrant of the right breast at the time of surgery on (B)(6) 2009. The patient underwent a CT-simulation on (B)(6) 2009 and a treatment plan was constructed accordingly, the patient received the first fraction of radiation on (B)(6) 2009. Patient received a CT scan and the catheter position, fill volume and rotation was assessed before each fraction daily. The catheter was explanted by the radiation oncologist on (B)(6) 2009 without event. The patient was seen for follow up on (B)(6) 2009 with no events or complaints noted. (B)(6) 2009, patient seen in radiation oncology office for follow-up - a slight redness of the skin is noted in the area overlaying the location of the lumpectomy cavity and site of the balloon. Silverdeen and bactrim are prescribed by the radiation oncologist. (B)(6) 2009, a red discoloring of the skin is present over a 3.5cm x 3.5cm area and a grade 2 skin reaction is noted. Patient is not complaining of any pain at this time.

Manufacturer narrative:
Treatment plans are under independent review by brachysolutions and medical physicists. Although the exact lot number is unknown, shipping records indicate the balloon was most likely from lot m09060108 or m09050401.